Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, was provided pump reset instructions by support. Technical support ultimately assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.